Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, after the device successfully discharged energy to the patient the device failed to charge a second time for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.